Manufacturer narrative:
The investigation determined that discordant vitros anti- sars-cov-2 igg results were obtained from a single patient sample when processed using vitros cov2igg reagent lot 0160 on two different vitros xt7600 integrated systems. A definitive assignable cause for the discordant reactive results could not be determined with the information provided. Based on historical quality control results, a vitros cov2igg reagent performance issue is not a likely contributor to the event as all qc fluid results were within the correct IFU interpretation region on both instruments. Additionally, there is no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor because precision testing to assess instrument performance was not performed by the customer. Pre-analytical sample processing could not be ruled out as a contributing factor, because it was established that the customer was not following the sample collection device manufacturer¿s recommendation for sample centrifugation. Cellular debris due to poor sample preparation was likely present in the affected sample, although this could not be confirmed. A likely cause of the discordant results could also be that the vitros cov2igg test generated false positive results for the sample under test. The vitros cov2igg IFU does not preclude the possibility of false positive cov2igg results due to cross-reactivity from pre-existing antibodies or other possible causes. This also could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2igg lot 0160.

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) contacted the ortho technical solutions centre (tsc) on behalf of a customer to report discordant reactive vitros anti- sars-cov-2 igg (cov2igg) results obtained from a single patient sample when tested on two different vitros xt7600 integrated systems. The vitros cov2igg results were considered discordant as non-reactive results were obtained for the same samples tested using a vitros anti- sars-cov-2 total (cov2tot) method. Patient 1 result of 1.39 and 1.29 s/c (reactive) versus the expected result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2igg results were reported from the laboratory to a physician. No treatment was initiated, altered or stopped based on the reported results and ortho is not aware of any allegation of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).